Manufacturer narrative:
(B)(4). The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the mitraclip detached from the mitral valve leaflets during the deployment attempt, and the leaflet was damaged, resulting in surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve leaflets and the leaflets were grasped. It was noted that grasping was performed for an hour due to the pathology of the leaflets. A good grasp was done, and clip deployment was performed. The gripper line began to be removed; however, after approximately 5 cm was retracted, it was observed that the clip detached from both leaflets and remained on the gripper line. The clip was stable in the atrium. The cds was retracted while leaving the gripper line in place. During removal of the cds, resistance was noted with the steerable guiding catheter (sgc); therefore, the cds and sgc were removed together. After successful removal of the cds, the physician pulled at both ends of the gripper line to bring the clip to the tip of the sgc successfully. It was stated that when the clip detached, there was possible leaflet injury. The procedure was aborted and the mr remained at 3. The patient was sent to surgery for mitral valve reconstruction, and was confirmed to be in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty grasping the leaflets and full clip detachment can include, but are not limited to, patient conditions, user technique/procedural conditions or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, difficulty grasping the leaflets and full clip detachment can be influenced by difficulties with visualization or pathology of the mitral valve including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the reported difficulty grasping the leaflets appears to be due to patient/procedural conditions, as it was reported that leaflet morphology contributed to the difficulties in grasping. Additionally, it is possible that frailty of the leaflets, in conjunction with procedural conditions (e.g. Device manipulations resulting in addition force placed on the clip) contributed to the detachment of the clip from both leaflets. Based on the information reviewed, the difficulty grasping both leaflets and clip detachment from the leaflets appear to be related to patient/procedural conditions. Potential causes for the reported difficulty removing the clip delivery system (cds) from the steerable guiding catheter (sgc) can include, but are not limited to, patient conditions, user technique/procedural conditions, or manufacturing anomalies. In this case, since the clip was deployed from the dc shaft and the lock line was removed, it is likely that the clip was opened to a grasping arm angle and was unable to be fully closed for removal; a minimally closed clip could result in interference between the clip and sgc soft tip during removal, as reported. Therefore, the reported difficulty removing the cds from the sgc appears to be related to procedural conditions. This event was reviewed by an abbott vascular senior medical advisor. The reviewer concluded that the mitral regurgitation etiology was mixed and there was degenerative disease of the mitral valve leaflets. This pathology was causal to the clip detachment from both leaflets as there was likely inadequate tissue insertion prior to clip deployment. There is no evidence of product quality issue in causing or contributing to the clip detachment and subsequent tissue damage that occurred to both leaflets as a result of the leaflet detachment; the leaflet damage is reflective of the pathology of the tissue. The patient effects of mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use (IFU) as a possible outcome related to the mitraclip procedure. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no previous incidents reported for difficulty grasping the leaflets, detachment of device component, or difficulty removing the cds from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.